Event description:
The surgeon attempted to implant a lens but it tore on insertion. The lens was inserted and removed in the same surgery with no patient injury. No further info has been forthcoming.